Event description:
On (B)(6) 2012, a user facility medwatch report was received with the following information: the doctor was doing an endoscopic greater saphenous vein harvest on a patient for CABG using the vasoview 6 endoscopic vessel harvesting system when he discovered a defect on the plastic insert of the system. The device was sequestered and labeled/tagged.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue (s) with this production lot. Internal file number - (B)(4).